Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Report of formal claim received from (B)(6) regarding pinnacle mom hip implants. Revision is planned, but not confirmed to date. Revision reported to be due to discomfort and elevated metal ion levels.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Patient x-rays were provided and reviewed with nothing of note found. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.